Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 8 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to pump thrombus. Further information was requested but was not provided.

Manufacturer narrative:
The report of pump thrombus was confirmed during the evaluation of the returned device. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing. The tissue showed evidence of denaturing and contact marks were present on the outlet bearing cup, indicating that the thrombus was present while the pump was operating. However, a specific cause for the observed thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled, operated on a mock circulatory loop and functioned as intended. Although a correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.